Event description:
The customer alleged that the ventilator stopped cycling while in pt use. No pt harm reported per customer. A nellcor puritan bennett customer support engineer (cse) did not inspect the device. Customer replaced the recommended parts. As per customer unit is working to their specifications.